Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement resulting in high threshold and intermittent loss of capture (loc) at discharge check. Flouroscopy showed the lead in place, but micro-dislodgement was suspected. A new rv lead of the same model was placed. This lead will be returned. No additional adverse patient effects were reported.